Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on the bus. The field service engineer (fse) shut down the device and found that liquid medication had spilled on the tray. The tray was replaced, the drawer was cleaned, and the device was rebooted. The cubie was tested in the hardware test application, and the system was rebooted back into the application. The customer was able to recover the medication in the drawer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.